Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited dislodgement and oversensing causing multiple inappropriate shocks, leading to backup vvi mode on the implantable cardioverter defibrillator and subsequent loss of high-voltage therapy. The lead was explanted and replaced. The patient was stable and was discharged.